Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h2, h3, h6, h10 the event was confirmed with product received. One g7 depth gauge item# 110010717 lot# 061294 was returned and evaluated. Upon visual inspection the measurement tip had fractured from the handle at the first measurement tab. There was visible scuffing on the device. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 depth gauge was broken. There was no patient involvement and no adverse consequences reported. Attempts have been made and additional information on the reported event is unavailable at this time.